Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: pet60251. Lot: e20di0569. Supplier: (B)(4). Batch1: released on 05 march 2021 with no discrepancies. No nonconformance reports (ncrs) were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.¿ visual analysis of the returned device found the laser weld near the interface and the rod was broken, fragments still attached. A root cause for this condition cannot be established. With the information provided we cannot confirmed that the device has been received in the condition it was found. A dimensional inspection was not performed due to post manufacturing damage. The overall complaint was unconfirmed as the observed condition of the slap-hammer would not contribute to the complained device issue. ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.¿ drawing/specifications reviewed current and manufactured revision were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on february 7, 2024, the customer reported that the lsy expedium viper loaner orthokit set came with one of the ejectors defective. There was no patient involvement. Upon manufacturer investigation, it was determined that the laser weld near the interface and the rod was broken; fragments still attached. This report is for a slap-hammer. This is report 1 of 1 for (B)(4).